Manufacturer narrative:
Qc and other patient results recovered within acceptable ranges. Only samples from this patient exhibit the problem and the lab believes the issue is patient specific. The sample has been forwarded to bci for investigation. No additional information regarding this event was provided. A clear root cause had not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a falsely low vancomycin (vanc) result from a single patient sample that was generated by the synchron cx5ce instrument. A patient sample was tested for vanc and suppressed (actual code unavailable) result was obtained. As per bci protocol, a confirmatory dilution was performed and the sample was negative, and a result of "<1ug/ml" was reported out of the lab. A pharmacist questioned the result and the sample was sent to a reference lab for testing by another method. The reference lab result was 5.2ug/ml. Based on available information, there was no change in medication for the patient. Treatment was not initiated or withheld based upon the false low result.